Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/27/2015 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and the keypad latch and flex were found to be securely attached to their connector. Unrelated to the reported issue, the battery compartment was observed to be cracked at the threads and in the area below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging all keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.